Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tourniquet unit would inflate and then deflate during a procedure. No adverse events were reported as a result of this malfunction at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
There was no harm or delay reported. An alternate device was used to complete the surgery. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was found to have a battery with low capacity and was out of calibration at the 600 mmhg reading. The battery was replaced, and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.